Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff reported the arm of the da vinci system hit the patient in the face. It was unknown if the patient was injured during this time. The surgeon made the decision to convert the procedure to traditional open surgical techniques to complete the procedure.

Manufacturer narrative:
Several attempts have been made to gather additional information regarding this event from this site without success. The investigation is ongoing, a follow-up MDR will be generated if additional details are received. A review of system logs for the date of the procedure showed that system did not have any errors during the procedure. On (B)(6) 2013, the initial reporter indicated that there were no injuries to the patient as a result of the collision. The open surgery was completed successfully without complication.